Manufacturer narrative:
Findings: pump was received with escape act and b buttons unresponsive due to corroded keypad traces. Time advances properly. Unable to verify unexpected restart alarm, low reservoir alarm, backlight anomaly or perform the self test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to button keypad anomaly. Pump passed stop current test. Pump had cracked case at display window corner, battery tube threads, broken reservoir tube lip and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they had an unexpected restart alarm. The customer's blood glucose was unknown at the time of incident. The customer stated the alarm was recurring during normal insulin pump use. The customer stated the buttons were also unresponsive to clear the alarm. The customer was advised the insulin pump will be replaced. The insulin pump will be returned for analysis.